Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead warning had occurred on the right atrial (ra) lead. There was apparent non-capture observed. Follow-up was performed and it was determined that the ra lead was dislodged and had been for quite some time. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.